Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
One of the rear casters had become bent and appeared slightly twisted. The bearings were affected because the caster catches in one spot when moving the lift and it pulls to the left dramatically.